Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation on 28mar2023, cook became aware of an incident at children's hospital med. Ctr. (United states) involving the leakage of a chait percutaneous cecostomy catheter (rpn: tdcs-100-m; lot: unknown). On (B)(6) 2019, the male patient underwent an open surgical initial placement of a cecostomy catheter in the appendix. On (B)(6) 2019 (18 days post-procedure), the patient experienced catheter leakage. The catheter leakage caused skin irritation and granulation tissue formation. On the same day, the granulation tissue at the stoma site was treated with silver nitrate. On (B)(6) 2020 (107 days post-procedure), silver nitrate was applied to granulation tissue secondary to leaking at the chait site. No other adverse effects were reported for this incident. Reviews of documentation including the complaint history, instructions for use (IFU), and quality control procedures of the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The IFU pamphlet, t_tdcs_rev7, packaged with the device contains the following in relation to the reported failure mode: precautions: instruct patient to read and understand the patient guide titled ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter procedure. Based on the information provided, no product returned, and the results of the investigation, the cause for this event could not be established. It is possible the device was not maintained per instructions leading to this event. It is also possible the device may have not been of correct size for the patient. However, these possibilities cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
B2 - age at the time of study procedure (placement of chait trapdoor cecostomy catheter): 17 years old. D2a ¿ common name: exd irrigator, ostomy . D2b ¿ product code: exd. H6 ¿ annex e: e2402 - appropriate term / code not available: granulation tissue. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a chait percutaneous cecostomy catheter leaked. On (B)(6) 2019, the male patient underwent an open surgical initial placement of a cecostomy catheter in the appendix. On (B)(6) 2019 (18 days post-procedure), the patient experienced catheter leakage. The catheter leakage caused skin irritation and granulation tissue formation. On the same day, the granulation tissue at the stoma site was treated with silver nitrate. On (B)(6) 2020 (107 days post-procedure), silver nitrate was applied to granulation tissue secondary to leaking at the chait site. Saline, glycerin, castile soap, and miralax were instilled throughout the duration of the catheter while in place. It was indicated that the device remained in place over 6-months post-procedure. The event was considered related to the study device, and it was noted, ¿leakage from tube caused formation of granulation tissue.¿ the event was not considered to be related to the study procedure. It was indicated that the event did not occur due to a device deficiency. No other adverse effects were reported for this incident.